Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported, the patient had a wound opening at the ipg pocket site as well as one lead exposed. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the full scs system was explanted to address the issue.